Event description:
Device diagnostic testing resulted in high lead impedance reading indicating possible device malfunction. The vns therapy system was subsequently programmed to off. Lead break is suspected. Revision surgery is likely. No adverse event was reported in conjunction with the high lead impedance condition. Report is incomplete because attempts to obtain additional information from initial reporter have been unsuccessful to date.

Event description:
X-rays were done and no problems were observed. The pt is currently waiting for a consult with a neurosurgeon.

Event description:
Further follow up revealed that per family's request, revision surgery will not be performed. No further action is planned with regards to vns therapy.